Event description:
The clinician reports the implant was inserted 2022-(B)(6)in ada 10. On 2023-(B)(6), loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.